Manufacturer narrative:
(b)(4)Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness.This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026

Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The wearable was inserted into the arm on (b)(6)2026. On (b)(6)2026, it was reported by the patient's spouse that the patient experienced an event. The reporter noticed that she was no longer receiving glucose readings from her husband's Follow app. While concerned, she asked a neighbor to check the back door of their home and determine what the patient was doing. The neighbor found the patient in a semi-unconscious state. Prior to this event, the reporter stated that the Dexcom app had displayed a CGM glucose reading of 170 mg/dL. She then observed a sudden decline in the CGM readings to approximately 40¿50 mg/dL, leading her to believe the patient may have administered insulin, resulting in critically low glucose levels. After noticing the low CGM readings, the reporter immediately began traveling home and called Emergency Medical Services (EMS) while enroute. Upon arriving home, she confirmed that the patient's CGM reading remained approximately 40 mg/dL. When EMS arrived, they performed a FSBG test and obtained a reading of 52 mg/dL. Due to the patient's semi-unconscious condition, he was transported to the emergency room (ER) for evaluation and treatment. The reporter stated that she did not believe the incident was related to a Dexcom product issue and commented that the device may have helped save the patient's life. She also reported that the patient was discharged from the hospital later on (b)(6)2026 within 24 hours. No additional information was obtained because the call was disconnected while the reporter was speaking. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No additional patient or event information is available.